Manufacturer narrative:
The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to toxic or corrosive material is determined to be ¿low.¿ the vacuum control valve was returned and tested. The reason for the return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control valve was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 05/04/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. No load was affected in this event. The customer turned the unit off and vacated the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.